Event description:
It was reported that pump displayed malfunction alert with no notable events prior to issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump.